Event description:
The customer reported that their device was showing all three icons (attention, service wrench, and charge-pak). This is an indication that the device's internal hlc batteries do not have a sufficient charge in order to provide effective defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer regarding the status of their device but no response appears to be forthcoming. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The leaky filters caused the internal hlc batteries to become depleted.